Event description:
It was reported by svc report that the cot was missing the trigger lock pivot bolt and the caster horn assembly was malfunctioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; trigger lock pivot bolt; clevis pin assembly.